Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at an unscheduled follow up due to a lead integrity patient alert, right ventricular lead impedance higher than 3000 ohm and noise were observed. The patient received inappropriate shocks. The lead has been abandoned/capped and replaced without further complications. Us FDA MDR it was reported that patient received inappropriate shocks from the right ventricular (rv) lead. The lead had high impedance and noise which triggered a lead integrity alert (lia). The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and criteria for the right ventricular lead integrity alert were met, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Ten ventricular non-sustained episodes less than or equal to 217 milliseconds (ms) on (B)(4) 2012. Five lead failure predictor (lfp) high rate non sustained episode with an average ventricular cycle length equal to 217 ms on (B)(4) 2012. One ventricular fibrillation (vf) episode with an average ventricular cycle length equal to 170 ms on (B)(4) 2012. Two patient alerts for lead failure predictor on (B)(4) 2012. Ventricular short interval count (v sic) equal to 168 counts, in 8.58 days between (B)(4) 2012.